Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. No damage is observed to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. A malfunction has not been indicated against the lens. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the patient experienced a choroidal detachment. The lens was implanted and removed during the procedure. Additional information has been requested.